Event description:
It was reported that three month following an abdominal hysterectomy, the pt noticed two sites along the incision line that appeared to be not healing. The pt's fascia had been closed with size 1 synthetic absorbable suture. The pt returned to the physician in 2002 and he indicated the event appeared to be a granuloma/suture extrusion. The next month both sites were re-explored and the suture was removed.